Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall occurred on (B)(6) 2010; and two days later a "stopped pump period may exceed tube set" occurred. There was no motor stall recovery recorded. The pt had not had a recent MRI. The medications being delivered via the device system were baclofen and hydromorphone. Additional info has been requested, a follow-up report will be sent if additional info becomes available.